Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they work at patient's managing hcp's office. Caller said they received a letter regarding curled up wires. Caller said they were not familiar with this claim. Caller said patient had an appointment on (B)(6) 2025, and it was not documented in visit note that patient mentioned curled wires. Caller said the note stated patient had worsening symptoms. It was noted that an adjustment was made to patient's therapy. Caller wondered what to do at this point. Agent suggested updating hcp regarding patient's claim and reviewed with caller that instead of filling out the form, agent would just update the case.

Event description:
Additional information was received from the patient. In an effort to resolve the issue with their lead, the patient reported their urologist suggested the patient talk to the manufacturer to make sure the battery still worked and that the wire had not deteriorated. If so, it would need to be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2dlzp, implanted: on (B)(6) 2021, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 11-jan-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are on their way to the healthcare provider because the lead wires are curled up in the middle of the body. The caller indicates that they normally have one wire that ends on one side of one buttock and the other one on the other side of the other buttock, but now they have two different lumpy areas. Agent reviewed that the device can only accommodate one lead. The caller noted they have two lumpy spots and one is the device and one is the wire and they are not sure which is which until they try to communicate with the implant. The caller noted that they are active person and I it seemed like they were getting a bed sore. They have not had any falls or trauma. The caller indicated that this happened on sunday, but the hcp could not get them in until today. Reviewed with the caller that the device will not provide therapy if the lead is not next to the sacral nerve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They stated that they forgot the appointment with the healthcare provider (hcp), but they were not doing anything about it.